Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and loosening. Loosening occurred at the cement/implant interface. Cement manufactured by depuy.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 04/20/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient underwent a manipulation under anesthesia to address decreased range of motion. At this time the patient's femoral, patella, and insert are being added to the complaint. The complaint was updated on: 05/13/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and loosening. Loosening occurred at the cement/implant interface. Cement manufactured by (B)(4). Update 4/5/2016- clinical der received. Patient was revised to address pain and stiffness. Part/lot was provided for the cement. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 150600005, work order (B)(4) was manufactured on 15th may 2012. (B)(4) parts were manufactured per specification and all raw materials met specification. ¿ 1 part scrapped for casting defect (a025). This scrap has no correlation with the failure mode. ¿ (B)(4) created for scratches on the face of the tibial component, 1 part affected. There is no correlation between the mrr reason code and the failure mode. (B)(4) and (B)(4) are associated with this lot; ¿ (B)(4): relates to the addition of a second associate visual inspection step at laser for all products lasered on lasr0007. Therefore, there is no correlation with the failure mode. ¿ (B)(4): relates to incorrect reference to (B)(4) for sealing parameter settings. Sealing parameters for all attune packed product was checked per attached and seen to be correct on oms. 100% visual inspection as per (B)(4) was carried out on all seals. Therefore, there is no correlation with the failure mode.